Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Not returned.

Event description:
It was reported that the customer had experienced intermittent elevated blood glucose (bg 600 mg/dl) and the cause was not known. Ketone level was moderate to large and was considered as being dangerous by a healthcare provider. Bg was addressed with an insulin injection and a complete pump supply change. The customer's parent spoke with tandem technical support after the customer reported the elevated bg. The parent had no further questions.